Event description:
Healthcare professional reported "rupture" diagnosed via MRI and ultrasound. This record is for the right side. Device was explanted and replaced. Device will not be returned.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "rupture" diagnosed via MRI and ultrasound. This record is for the right side. Device was explanted and replaced. Device will not be returned.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture was requested on nov 13, 2025. Device patch with lot number 3033795 and catalog number n-27-mf140-470. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "implant rupture".

Event description:
Healthcare professional reported "rupture" diagnosed via MRI and ultrasound. This record is for the right side. Device was explanted and replaced. Device will not be returned.